Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using a powerport m.r.I. Isp. During a follow-up brain CT scan on (B)(6) 2026, an incidental finding revealed a catheter rupture, with the distal catheter tip located in the pulmonary artery. On (B)(6) 2026, an initial attempt to retrieve the migrated catheter was performed, during which the port body and proximal catheter segment were successfully removed. Subsequently, on (B)(6) 2026, a repeat procedure in interventional radiology resulted in successful retrieval of the remaining catheter fragment. No complications were reported, and the patient was discharged. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd